Manufacturer narrative:
The product analysis indicates the reported issue of error codes was confirmed. The motor was stuck to the housing, the bearings were corroded and the motor failed. The motor assembly was replaced as well as other small additional parts. Preventive maintenance was performed and the handpiece was successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the handpiece gets extremely hot/overheated and does not function properly. Error codes were displayed during use. There was no patient impact or injury.